Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an inferior vena cava filter (ivc) retrieval procedure on the (B)(6) year old male patient the device broke in half during a reportedly "fairly straightforward removal." The filter separated from the wire that it was attached to while trying to release the filter from the ivc. A section of the device did not remain inside the patient's body. The patient will require an additional filter retrieval procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, manufacturing instructions, specifications and quality control of the returned device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Product lot number was not provided so the investigator was unable to review production conditions or nonconformance data. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No imaging is provided and due to the limited information, the root cause for the reported event cannot be determined. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported during an inferior vena cava filter (ivc) retrieval procedure on the (B)(6) year old male patient the device broke in half during a reportedly "fairly straightforward removal." The filter separated from the wire that it was attached to while trying to release the filter from the ivc. A section of the device did not remain inside the patient's body. The patient will require an additional filter retrieval procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.